Manufacturer narrative:
The customer reported problem was not confirmed. There are CAPA #'s noted for the following parts replaced that have an already existing CAPA. CAPA #(B)(4) for unresponsive key. Technical support performed troubleshooting over the phone to determine the customer reported issue of 8015 having inactive keys on the keypad. Technical support- 1. Customer requests to send in unit under warranty. 2. Verified by serial number unit under warranty. 3. Transferred customer to repair team for further assistance. 4. Ended call. A serial number was not provided therefore a review of the device history record cannot be performed. A DHR (device history record) review cannot be completed as the serial number was not obtained upon receipt of the complaint. Additionally, a historical review of complaints in trackwise cannot be conducted.

Event description:
It was reported that the device had inactive keys on the keypad. No patient involvement was reported.

Manufacturer narrative:
The customer reported problem was not confirmed. There are CAPA #'s noted for the following parts replaced that have an already existing CAPA.CAPA #1120033 for unresponsive key. Technical support performed troubleshooting over the phone to determine the customer reported issue of 8015 having inactive keys on the keypad. Technical support- 1. Customer requests to send in unit under warranty. 2. Verified by serial number unit under warranty. 3. Transferred customer to repair team for further assistance. 4. Ended call. A serial number was not provided therefore a review of the device history record cannot be performed. A DHR (device history record) review cannot be completed as the serial number was not obtained upon receipt of the complaint. Additionally, a historical review of complaints in trackwise cannot be conducted.

Event description:
It was reported that the device had inactive keys on the keypad. No patient involvement was reported.

Manufacturer narrative:
No device will be returned per customer. The customer complaint could not be confirmed because the device was not returned for failure investigation. The root cause of the failure was not identified. A serial number was not provided therefore a review of the device history record cannot be performed.

Event description:
It was reported that the device had inactive keys on the keypad. No patient involvement was reported.